Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain. It was reported that the rep inquired about product specification. The rep asked for a longevity calculation. The product service specialist (pss) performed longevity calculation and reviewed the results with the rep. 450us 40hz 3.5v, 450us 40hz 3.25v, assuming 500ohms estimated recharge interval: 12.11 days, assuming 700ohms estimated recharge interval: 15.56 days. The rep indicated that the battery was at end of service (eos) and they were not able to run group impedances. The rep stated that when they attempted to run them the first time the patient felt strong stimulation and then the 8840 programmer displayed power on resent (por) message. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the end of service was natural battery depletion, the patient had gone the full life of her non-rechargeable system. It was unknown why the power on reset showed up, but it was suspected the battery was really low. Impedances were run at .7v and the patient felt nothing and when group impedance was run the patient felt the stimulation kick on. It was noted this was likely due to the leads having amplitudes set at 3.2 even though the system was at end of service. The patient was having the system replaced due to the natural depletion and was doing fine. It was mentioned that the current battery was sitting in a great position and there was no concern with the placement of the current or where the new battery will be placed.